Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-05181. It was reported that the patient fell and experienced ineffective therapy. Imaging confirmed that the leads migrated. Surgery occurred to explant and replace the leads to address the issue.

Manufacturer narrative:
Corrections: first notification date: in earlier report, (B)(6)2021 should have been entered instead of (B)(6) 2021. Reportable aware date: in earlier report, (B)(6) 2021 should have been entered instead of (B)(6) 2021. B3 - date of event: in earlier report, the estimated date of event should have been entered as (B)(6) 2021 instead of (B)(6)2021. D10 - therapy date: in earlier report, (B)(6) 2021 should have been entered instead of (B)(6) 2021. G3 - date received by manufacturer: in earlier report, (B)(6)2021 should have been entered instead of (B)(6)2021.